Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient's detail was not shown in the station. A technical support specialist contacted the customer to obtain the patient sample, which was saved in electronic protected health information (ephi). Found that there were two patient encounters¿one admitted and one discharged. It appeared a new encounter was created, as the previous one was not visible. The new encounter had the correct medical record number (mrn) and was assigned to the correct unit. An email was sent to the customer for verification. The customer confirmed the patient was already discharged. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower had an issue where the patient was not showing up on the station. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.